Manufacturer narrative:
Reporting institution phone: (B)(6). Reporter phone number: (B)(6).

Event description:
The customer reported that the battery does not charge. The customer reported that the unit was not in use on a patient. The issue was discovered while the unit was being checked in the medical engineer (me) room. The customer contacted product support and requested a repair service. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10/11: follow-up. The service technician reported that the reported phenomenon was duplicated. During evaluation found that the output voltage of the lithium-ion battery was observed to be zero volt. Therefore, the lithium-ion battery was replaced and the phenomenon was resolved. Overall checks, cleaning, and a function test have been completed.